Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown." This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the right side. Healthcare professional later reported baker grade IV and "textured implant", "significant necrotic exudative debris surrounding intact textured implants; pathology showed bia-alcl-, mrsa+" as observations made during surgery. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d3, d.6b, g1, h6. The event of seroma, necrosis, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.